Manufacturer narrative:
The reported events of lead damage and loss of sense were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received indicating loss of sensing was noted on the right atrial (ra) lead.

Event description:
It was reported that p-wave amplitude variation was noted on the right atrial (ra) lead. A revision procedure was performed and repositioning was attempted but unsuccessful. The rv lead was explanted and replaced during the revision. While extracting the ra lead, a portion of the ra lead detached. The patient was in stable condition.